Manufacturer narrative:
This complaint involves a (B)(6) male patient who had an optease ivc filter implanted. Indication for implantation was acute left leg dvt. The filter was delivered into the ivc via a jugular vein approach. After deployment, the proximal aspect of the filter (hook side) was fully expanded but the distal portion of the filter remained unexpanded. The treating physician decided to leave the filter partly deployed and terminated the procedure. By the next day, the filter had migrated into the right atrium. An attempt was made to retrieve the filter but it had migrated beyond the tricuspid valve and could not be retrieved. A second retrieval procedure was attempted unsuccessfully. The filter was subsequently retrieved via open surgical procedure. Observations: two cd-roms are submitted for review. On the cd labeled "vol. 2", a cine file of the procedure was reviewed. From the jugular approach, a wire is advanced through the heart, through the ivc and into the right common iliac vein. Following this, at 00:35 seconds, an attempt is made to advance a sheath over the wire. This is performed with apparent resistance until 00:43. The sheath does not appear to have a dilator. Following this, the optease delivery sheath and dilator is advanced into the ivc. There appears to be some difficulty initially with this; especially at the ra/ivc junction. Advancement of the sheath to the mid ivc takes from 00:46 to 1:36. This seems very long. Typically, the sheath should advance easily and quickly over a wire; typically taking less than 15 seconds to move into position. Over a period of another 60 seconds, the sheath is slowly advanced further caudally in the ivc. From the cine provided, it appears that much resistance is being met during advancement. The dilator is then removed and the wire is readvanced into the right common iliac vein. The dilator is then replaced and the sheath is advanced inferiorly. Contrast is injected which opacifies the ivc. The sheath is advanced into the right common iliac vein. The filter is then advanced through the sheath. Deployment is at the level of l3. The hook of the filter is pointed caudally. The distal portion of the filter deploys completely (hook end) but the proximal portion only minimally expands. On the cine file, no troubleshooting attempts at trying to expand the filter are documented. On the cd labeled "vol 1", cine files from the initial implantation procedure as well as the attempted retrieval the next day are seen. On the second day, a second ivc filter (appears to be a tulip) is deployed at l3. After deployment, the filter severely tilts. Attempts are made at repositioning but final deployment results in a filter tilted approximately 30 degrees. Pathologic evaluation of the filter after surgical removal revealed "human tissue" constraining the non-deployed portion of the filter. When this tissue is removed and the filter is warmed the filter fully expands. Conclusion: this case involves a patient who had an optional filter placed for left leg dvt. Full evaluation of the complaint is limited due to limited clinical information. No CT images of the chest or abdomen are provided. On initial placement there are several suspicious findings. First, after percutaneous access is achieved in the right jugular vein an attempt is made to advance a sheath that does not appear to have a tapering dilator within it. On the cine file, there appears to be significant resistance during this maneuver. I am left to wonder if there was damage to the jugular, svc, or right atrial endothelium during this maneuver. No contrast is injected to confirm this. Second, there appears to be significant resistance to advancing the sheath into the ivc. Advancement to the level of the right common iliac vein takes over 2 minutes. Advancement of the sheath goes very slowly and at times the sheath and wire bend suggesting resistance. I have no clinical information available to determine how much resistance the operator was experiencing at this point. After the maldeployment of the filter, I have no images or information regarding troubleshooting techniques to open the filter. At this point, the treating physician decided to terminate the procedure and leave the partially deployed filter as is. In retrospect, the filter could have been retrieved from the femoral vein as the hook was clearly exposed. Alternatively, a second filter could have been deployed cephalad to the filter to protect from migration. Neither of these options was utilized. Analysis of the filter revealed "human tissue" constraining the filter. It is imperative to find out what kind of tissue it was. From the information provided I cannot derive a definitive conclusion of the etiology of this complication. Several steps during the implantation procedure are suspicious and I would welcome comment from the treating physician as to what he/she experienced during that portion of the procedure. The possibility does exist that trauma to the jugular vein, svc, or right atrium could have contributed to the event. Also, was there scarring in the neck? Is there a subsequent chest CT available to evaluate this area? Even after the filter did not completely deploy, troubleshooting techniques could have been implemented to help prevent migration as described above. When the "human tissue" was removed from the filter on the bench top and the filter was warmed the filter completely expanded. Per the account "we received the result from the hospital regarding the unknown material, which was confirmed to be the patient's biological material. The physician commented that it was not a product quality issue." I do not believe that this compliant is secondary to a manufacturing issue but is more likely to be technically/procedurally related. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15445049 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
The report received from the affiliate indicated that filter placement of an optease filter was made in a lesion in the inferior vena cava with moderate calcification and moderate vessel tortuousity but the rate of stenosis was unknown. As thrombus was confirmed at the left lower limb, filter placement of optease (complaint product) was conducted. On ((B)(6) 2011), the optease filter was delivered to the target lesion via the jugular vein. During the deployment, although the proximal part (hook side) of the filter was expanded in the vessel, the rest was not. It was decided to leave the filter implanted in the patient and the procedure was finished. On ((B)(6) 2011), it was confirmed that the filter migrated to the atrium. The retrieval procedure was conducted, though the filter already migrated further to behind the tricuspid valve. Therefore, the procedure was cancelled. Later at night, the second retrieval procedure was conducted. The filter was eventually retrieved from the patient by open-heart surgery. The patient is in stable condition but still under the observation. Pathological test showed evidence of allotrio that prevented the filter from expanding as part of vessel wall. The indication for filter insertion was dvt and the patient was admitted with thrombus in the left lower limb. The dvt was diagnosed by CT and thrombus was confirmed in the lower limb. Thrombus was not confirmed at the delivery site and no anticoagulation therapy was provided. Pre and post-imaging were completed. The size and shape of the vena are not known. There was plenty of thrombus located in the left lower limb. Size was not known. The patient was not taking any "blood thinners" or anti-platelet medications and did not have any history of dvt or blood clotting disorders. A slight resistance/friction occurred while advancing the filter inside the sheath introducer and the obturator remained fixed while the deployment sheath was pulled back over the obturator.

Manufacturer narrative:
(B)(6). (B)(4). History: this complaint involves a (B)(6) male patient who had an optease ivc filter implanted. Indication for implantation was acute left leg dvt. The filter was delivered into the ivc via a jugular vein approach. After deployment, the proximal aspect of the filter (hook side) was fully expanded but the distal portion of the filter remained unexpanded. The treating physician decided to leave the filter partly deployed and terminated the procedure. By the next day, the filter had migrated into the right atrium. An attempt was made to retrieve the filter but it had migrated beyond the tricuspid valve and could not be retrieved. A second retrieval procedure was attempted unsuccessfully. The filter was subsequently retrieved via open surgical procedure. Observations: two cd-roms are submitted for review. On the cd labeled "vol. 2", a cine file of the procedure was reviewed. From the jugular approach, a wire is advanced through the heart, through the ivc and into the right common iliac vein. Following this, at 00:35 seconds, an attempt is made to advance a sheath over the wire. This is performed with apparent resistance until 00:43. The sheath does not appear to have a dilator. Following this, the optease delivery sheath and dilator is advanced into the ivc. There appears to be some difficulty initially with this; especially at the ra/ivc junction. Advancement of the sheath to the mid ivc takes from 00:46 to 1:36. This seems very long. Typically, the sheath should advance easily and quickly over a wire; typically taking less than 15 seconds to move into position. Over a period of another 60 seconds, the sheath is slowly advanced further caudally in the ivc. From the cine provided, it appears that much resistance is being met during advancement. The dilator is then removed and the wire is readvanced into the right common iliac vein. The dilator is then replaced and the sheath is advanced inferiorly. Contrast is injected which opacifies the ivc. The sheath is advanced into the right common iliac vein. The filter is then advanced through the sheath. Deployment is at the level of l3. The hook of the filter is pointed caudally. The distal portion of the filter deploys completely (hook end) but the proximal portion only minimally expands. On the cine file, no troubleshooting attempts at trying to expand the filter are documented. On the cd labeled "vol 1'', cine files from the initial implantation procedure as well as the attempted retrieval the next day are seen. On the second day, a second ivc filter (appears to be a tulip) is deployed at l3. After deployment, the filter severely tilts. Attempts are made at repositioning but final deployment results in a filter tilted approximately 30 degrees. Pathologic evaluation of the filter after surgical removal revealed ''human tissue'' constraining the non-deployed portion of the filter. When this tissue is removed and the filter is warmed, the filter fully expands. Conclusion: this case involves a patient who had an optional filter placed for left leg dvt. Full evaluation of the complaint is limited due to limited clinical information. No CT images of the chest or abdomen are provided. On initial placement, there are several suspicious findings. First, after percutaneous access is achieved in the right jugular vein an attempt is made to advance a sheath that does not appear to have a tapering dilator within it. On the cine file, there appears to be significant resistance during this maneuver. I am left to wonder if there was damage to the jugular, svc, or right atrial endothelium during this maneuver. No contrast is injected to confirm this. Second, there appears to be significant resistance to advancing the sheath into the ivc. Advancement to the level of the right common iliac vein takes over 2 minutes. Advancement of the sheath goes very slowly and at times the sheath and wire bend suggesting resistance. I have no clinical information available to determine how much resistance the operator was experiencing at this point. After the maldeployment of the filter, I have no images or information regarding troubleshooting techniques to open the filter. At this point, the treating physician decided to terminate the procedure and leave the partially deployed filter as is. In retrospect, the filter could have been retrieved from the femoral vein as the hook was clearly exposed. Alternatively, a second filter could have been deployed cephalad to the filter to protect from migration. Neither of these options was utilized. Analysis of the filter revealed ''human tissue'' constraining the filter. It is imperative to find out what kind of tissue it was. From the information provided I cannot derive a definitive conclusion of the etiology of this complication. Several steps during the implantation procedure are suspicious and I would welcome comment from the treating physician as to what he/she experienced during that portion of the procedure. The possibility does exist that trauma to the jugular vein, svc, or right atrium could have contributed to the event. Also, was there scarring in the neck? Is there a subsequent chest CT available to evaluate this area? Even after the filter did not completely deploy, troubleshooting techniques could have been implemented to help prevent migration as described above. When the ''human tissue'' was removed from the filter on the bench top and the filter was warmed, the filter completely expanded. I do not believe that this complaint is secondary to a manufacturing issue but is more likely to be technically/procedurally related. I would be happy to review this complaint further when additional information becomes available. Additional information is ending and will be submitted upon receipt.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was verified prior to deployment that the hook was caudal. Complete wall apposition on all sides post deployment was not verified. The filter was deployed without tilt. The filter was not in a side vessel. Please note that an appropriate patient code is not available as the patient did require intervention.